Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® sf uni-directional nav catheter and suffered a st segment elevation which required stenting. After ablation of the septal-anterior portion of the right ventricular outflow tract, the origin of a premature beat, the physician detected the elevation of the st segment and called the hemodynamics for a coronary angiography. The patient required stenting in the coronary artery and extended hospitalization due to the stenting. The patient was stable after intervention. The patient has since fully recovered. The physician¿s opinion on the cause of the adverse event was procedure related.